Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: the bleeding that occurred was expected, the blood loss volume was within normal expected limits as part of the procedure, and the patient did no require a transfusion of blood products. The procedure was completed robotically. Device evaluation: isi received the maryland bipolar forceps instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. During visual inspection, the instrument was found to have charring and localized melting on the bipolar yaw pulley, between grips. The instrument passed the electrical continuity test.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication and customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has received the mbf instrument that was used during this reported event. However, as of the date of this report, failure analysis investigations have not been completed. Log reviews could not be performed due to insufficient event and product information.

Event description:
It was reported that during a unspecified da vinci-assisted procedure, bleeding occurred and could not be controlled due to no energy delivery while using the maryland bipolar forceps (mbf) instrument. The source, cause, and blood loss volume associated with the bleeding are unknown. It is also unknown what medical intervention, if any, was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.